Event description:
Received complaint concerning above product via csr. Spoke with chief technician who reports two events on the same day with blood lines from the same lot number. The first event was noted immediately. CT reported that a leak occurred from a small pinhole at the connection of the pump segment and the main line tubing (post pump). There was no significant blood loss (>than 20cc) or injury to the pt in this event. The charge nurse reported that in the second event, the line separated at the same connection. The estimated blood loss in this case was at least 150cc, from the loss of the extracorporeal system. The pt tolerated the event well and there was no report of further injury. The actual samples were discarded on the day of the event, and there are no companion samples. A response letter has been sent to the customer. Medwatch filed for blood loss only.